Manufacturer narrative:
The event of system revision was reported to abbott. The lead is not in a good position. The patient underwent surgical intervention wherein the lead was explanted and replaced. Issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead is not in a good position. As a result, surgical intervention may be pending to address the issue.